Manufacturer narrative:
Approximately 14 cm of the ventricular catheter was returned. The returned device met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the adjustable ventriculoperitoneal shunt due to hydrocephalus on (B)(6) 2014. According to the report, after the surgery, the patient had high fever and their leucocyte count was unstable. The report stated that the physician thought that it was not an infection. Reportedly, the physician explanted the device on (B)(6) 2014. According to the report, during the surgery, the physician found that the shunt contact site appeared red. Reportedly, the physician thought it was an allergy. The report stated that, after the operation, the patient's condition was stable.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing and sterilization records showed no anomalies. (B)(4).